Manufacturer narrative:
MFR received date: 20nov2019. A blower assembly and motor controller (mc) printed circuit board assembly (pcba) was returned for analysis. An investigation was performed and the motor controller (mc) pcba and blower assembly passed all testing. A high blower temperature alarm error could not be duplicated. There were no faults found with the blower assembly & motor controller (mc) pcba. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 03sep2019.

Event description:
The customer reported the units blower temperature was high. The customer inspected the air filter and indicated it was slightly dirty, however not to the point it would impede flow. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.

Manufacturer narrative:
Date rec'd from MFR: 17oct2019. The service technician reviewed the significant event log and error codes consistent with high blower temperature. The service technician replaced the blower motor and replaced motor controller printed circuit board assembly (pcba) to resolve the reported issue. Performed all required performance verification tests per philips' manual. The unit passed all tests successfully. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the units blower temperature was high. The customer inspected the air filter and indicated it was slightly dirty, however not to the point it would impede flow. The device was in clinical use at the time the issue was discovered, however, there was no patient or user harm reported.